Manufacturer narrative:
The product is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to helix issues, loss of capture (loc) and high out-of-range impedance measurements. No adverse patient effects were reported.

Event description:
New information received indicates that an x-ray was provided to boston scientific technical services (ts) for assessment. Ts noted that the distal end of terminal side seems separated and it may be the cause of the observed helix problem.